Event description:
It was reported that a revision surgery from the left hip was performed due to high levels of cobalt and chromium, taper corrosion, and adverse local tissue reaction.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Due to obscured device details for the hemi head, cup and stem, a full documentation review could not be completed for all devices. A review of the complaint history for the sleeve was performed using batch numbers, and for the head and cup using part, in search of similar recurring reports, involving taper corrosion, for the products during their lifetimes. No other similar complaints were identified for the cup. Similar complaints have been identified for the hemi head and sleeve and this will continue to be monitored. In the absence of the actual device, the production records were reviewed for the sleeve reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the sleeve IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The clinical information provided, of the elevated metal ion levels and the cavitary cyst and the large amount of dark stained fluid may be consistent with a reaction to metal debris and reported taper corrosion. However, the source and the root cause cannot be concluded with the available documentation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.